Event description:
It was reported that during activation an accusol bag leaked prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported event. Visual inspection revealed the clampex connector was found to be broken at one of the push arm hinges of the sample, unrelated to the reported leak. Underwater leak testing was performed on the device with no leaks noted. Therefore, the reported could not be verified through evaluation. A CAPA has been opened to address the broken clampex connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.